Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint that the stylet wire was rough was confirmed; however, the root cause could not be determined. One hydrophilic stylet was provided for investigation. The outside diameter of the stylet wire was within specification. The powerpicc catheter was not returned with the stylet. The section of stylet wire that was within the catheter (distal to the extension set) exhibited random spots of what may have been the hydrophilic coating along the length of the stylet distal to the extension set. The section of stylet wire that was external to the catheter did not exhibit these spots. Although the fit between the stylet wire and catheter could not be tested, the circumstantial evidence indicates the spots may have been associated with the reported event; however, the root cause of the damage could not be determined from the sample analysis and review of the manufacturing records. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Although the root cause could not be determined, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported the guidewire is rough when normally has been smooth and easy to insert. PICC was inserted anyway. No harm for the patient, only longer insertion time with difficult insertion.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported the guidewire is rough when normally has been smooth and easy to insert. PICC was inserted anyway. No harm for the patient, only longer insertion time with difficult insertion.